Event description:
It was reported there was high ventricular impedance. A polarization change was confirmed. Additionally, a lead fracture under the collarbone was seen on x-ray. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.